Manufacturer narrative:
Block b3: the event date is an estimated date. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed in (B)(6) 2025. After the placement, a computed tomography simulation (CT sim) confirmed the hydrogel appears to be at the correct placed in the base, but at the midlands it appears to be in the rectal wall moving towards the lumen, and also in the rectal wall at the apex. Due to the misplacement, the physician waited 3-4 weeks to start the radiation therapy. After 6 treatments out of 28, the patient got rectal bleeding. Therefore, the physician stopped the radiation and the blood stopped in one day. A magnetic resonance imaging (MRI) was done on december 12, 2025. This MRI confirmed that the hydrogel goes to the inner mucosa. The physician decided to start adt for the patient and repeat the MRI in 4-5 months. It was reported that, during the rectal bleedings, the patient did not have pain.